Event description:
Caller reported that pump malfunctioned. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted in the process. After resetting, the malfunction code did not recur and the customer was advised to continue using the pump, with instructions to call back if the issue recurred.